Event description:
The customer reported having high and low blood glucose. The customer stated that he fell and broke his wrist/arm due to a low blood glucose incident. A followup report on the event was conducted and a few days later the customer stated that he does not remember what it happened or why his glucose level dropped and had the accident. The customer stated that his sister took him to the emergency room. The blood glucose reading was 50 mg/dl. The customer stated that the insulin pump was not the problem, but the programming settings need to be adjusted. The customer also mentioned that the volume on the device was too low and he had difficulty hearing the alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.